Manufacturer narrative:
The pump has not been returned to animas for evaluation. The patient's mother declined to return the pump to animas since the pt was still wearing the device. The device was also out of warranty. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The pt and his mother contacted animas alleging that the pump was having issues responding to button presses. The pt claimed that the pump would respond after the up, down, and ok buttons were pressed several times. The pt also claimed that the buttons did not bounce or spring back as usual. He denied that the keypad was torn. He also denied that the device was exposed to moisture.